Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, on the second inflation at 6 atmospheres for 1 minute, the balloon ruptured. The device was removed without any problem and no damage was observed. A pinhole was observed in the balloon. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.